Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr from their coaguchek xs meter (unknown serial number) compared to an unknown laboratory method. The result from the customer's meter was 5.1 inr. The result from a venous sample in the laboratory was 3.7 inr. The specific time of testing was not provided but the testing was said to be done in "parallel." The customer's therapeutic range was not provided. The erroneous result was provided to the customer's doctor. There was no allegation of an adverse event. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Correction removal report no was updated.